Event description:
It was reported the drug was pooling at infusion site, identified during infusion site assessment. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Additional information was received indicating the end date of the event was updated to (B)(6) 2021. It was previously "ongoing.", corrected data: d4 catalog number updated, model number should be null.